Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, 30-degree endoscope image was flipped upside down without anyone doing anything. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30-degree endoscope instrument was analyzed, and failure analysis could not replicate the reported issue. Failure analysis found error 48402 in the logs related to camera tip temperature error. Additionally, there was delamination at the cable overmold, and endoscope shaft bearing friction issue was noted.

Event description:
Refer to h10/h11 for follow-up information.